Event description:
The patient reported experiencing elevated blood glucose of 242 mg/dl at 8:00 am on the event date, and they bolused 10 units of insulin through the infusion device. The patient ate and at 12:00 pm their blood glucose measured 469 mg/dl. The patient found that the piston rod was blocked and there was insulin in the cartridge compartment of the infusion device. The patient believes an e6 (mechanical) error should have been displayed. The patient switched to the backup infusion device and after 1-2 hours blood glucose measured 448 mg/dl. The patient bolused 10 units of insulin and in the evening blood glucose measured 295 mg/dl. The patient's normal blood glucose level is 150 mg/dl.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.